Event description:
Boston scientific received information that this patient went into cardiac arrest. The caller was inquiring about why latitude did not show a stored episode which corresponded with the event.

Manufacturer narrative:
A boston scientific technical services consultant discussed possible reasons that there was no stored episode on the day of the patient event. The consultant suggested testing sensing and device evaluation. No other adverse events have been reported. This product issue will be updated if additional information is received.